Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited shock lead impedance measurements greater than 125 ohms. The patient reported falling into a creekbed while hunting a year ago. All other lead measurements and device interrogation were normal.